Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the mpu power lead connector being damaged and unable to accept the mating connector, was confirmed when the unit was evaluated by technical service. The threads on both the white and black power lead connectors were dented and marred in multiple places. The mating connectors were difficult to thread and lock. The mpu patient cable would need to be replaced. The customer declined repairs on the mpu. The unit was returned to the customer (as-is / unrepaired). The cause of the thread damage was unable to be determined through this analysis. The mpu assembly was made in (B)(6) 2019. The unit was packaged and placed into stock on (B)(6)13nov2019. The unit was sent to the customer on (B)(6) 2020. The unit had no previous services. Set up and use of the mobile power unit (mpu) are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas instructions for use (IFU). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.3-6) and the heartmate 3 lvas IFU. The heartmate 3 lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's patient cable connector was obstructed while connecting to patient cable, suspecting the pin got twisted. The patient was stable and asymptomatic. There were no alarms.